Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
Instrument was failing to calibrate accurately on the navigation software, resolved when a different driver was used. Presuming fault was within the driver. Calibrated the igs screwdriver with universal navigation array, however the screw tip was not accurate. Re-adjusted twice screw twice and could not get the accuracy. Changed the driver and got accuracy, therefore concluded something wrong with driver shaft.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.